Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "unit caught on fire." There was no report or evidence of illness, injury or medical treatment associated to the complaint. The unit was returned to devilbiss for evaluation. The unit demonstrated evidence of thermal damage to the front of the unit. Based on the location and damage profile to the front of the unit, along with no evidence of any thermal damage to components in the internal and external oxygen gas path, the findings indicate the thermal source was external to the device.